Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that the sheath was prepped and tested appropriately. Once transseptal was done, sheath was aspirated and then connected to flush. Once octaray was inserted, excessive air bubbles were aspirated out of the sheath. Aspirated roughly about 60 cc of blood and still were receiving bubbles. The troubleshooting steps included removing the octaray from sheath and aspirating again but still a lot of air bubbles even after aspirating 40 cc were noted. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported: the faradrive connect and biosense webster's octaray were inside the sheath prior to, and/or at the time, the air was observed. Pressure bag was used for the irrigation of sheath. Excessive bubbles were observed in aspiration syringe. No other issue has been noted.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that the sheath was prepped and tested appropriately. Once transseptal was done, sheath was aspirated and then connected to flush. Once octaray was inserted, excessive air bubbles were aspirated out of the sheath. Aspirated roughly about 60 cc of blood and still were receiving bubbles. The troubleshooting steps included removing the octaray from sheath and aspirating again but still a lot of air bubbles even after aspirating 40 cc were noted. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported: the faradrive connect and biosense webster's octaray were inside the sheath prior to, and/or at the time, the air was observed. Pressure bag was used for the irrigation of sheath. Excessive bubbles were observed in aspiration syringe. No other issue has been noted.